Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2017-01093. (B)(4). Approximate age of device - 8 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the lvad system was producing low flow and low speed alarms when connected to the power module. A log file was reviewed by the technical service representative confirming pump stoppage events. It was reported that on (B)(6) 2017 the patient received a prior distal end percutaneous lead (driveline) replacement, and that there was not enough length of the driveline remaining to perform a second replacement. The x-ray images did not show any areas of concern internally or externally. Two non-grounded cables were ordered and shipped for patient use. As the patient lives hours away from the center, the patient was scheduled to come into the facility on (B)(6) 2017. The patient was asymptomatic. On (B)(6) 2017 the vad team discussed the patient¿s situation and a decision was made for the patient to receive a pump exchange. The pump was exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised driveline can be confirmed based on the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline cut approximately 4 inches from the pump body and the severed portion was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and examination of the underlying wires revealed breaches in the insulation of the red and brown approximately 22 inches from the controller connector, or adjacent to the distal end of the copper tubing of the previous repair. The conductors of the red and brown wires were exposed. The insulation breaches of the wires appeared to be the result of the exposed conductors contacting the copper wrap or braided shield and shorting to ground while the device was supported by the power module. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stop events, as seen in the submitted log file. The disruptions in the wires would have also affected wire phases a and b and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. Examination of the pump blood contacting surfaces revealed depositions of loosely coagulated blood within the outflow graft attachment and outlet stator. The lack of structure of these depositions suggests that they formed acutely, potentially as the result of blood being left in the lvas at explant. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.